Event description:
Per the clinic, the patient has been prescribed multiple courses of oral antibiotics (dates not reported) due to chronic soreness at the implant site. On (B)(6) 2015 the abutment was removed and a cover screw placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.